Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
Pending investigation. D10: 200-04-33 - 3561701 - cemented finned tib. Tra sz 3f/3t 230-03-03 - 3616301 - optetrak asy,cr cemented femoral, sz 3,

Event description:
As reported, the patient had an initial right tka on (B)(6) 2015. About 8 years later the patient complained of knee swelling and pain and the surgeon diagnosed wear of the tibial insert. The patient was revised on (B)(6) 2023 and the tibial insert was replaced. Breakage and wear was observed in the retrieved tibial insert. He decided there was no problem with the locking mechanism of the tibial tray. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.